Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. Data from the customer's rp 500 system s/n (B)(4) was reviewed. The sensor's millivolt data for the calibration reagent could only be reviewed for the last 2 days of the cartridge use life ((B)(6) 2020). The day of the event was (B)(6) 2020, which had no calibration data. The root cause of the discrepant result on (B)(6) 2020 cannot be determined definitively due to insufficient data. The slope, reagent millivolt, and sensor response are needed for a complete investigation. All the aqc values were within value assignment limits. It can be stated that thb results are very dependent on sample mixing. If the samples are not well mixed at the time of the test, the blood cells will settle, and give a different result when compared to a well-mixed sample. The cause of this event is unknown.

Event description:
The customer reported discrepant low total hemoglobin results on the rp 500 when compared to a non-siemens lab analyzer. There was no report of injury due to this event.